Event description:
This lead was explanted due to rising impedances. Upon extraction, the lead was found fractured. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated the ligature marks 25 cm distal to the is-1 connector pin. Immediately distal to the suture sleeve, at 26 cm distal to the is-1 connector pin, the insulation was damaged. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to mechanical stress in the region distal to the suture sleeve. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.